Manufacturer narrative:
Ous MDR - the attempt was made to interrogate the pacemaker, but was unsuccessful. The test of the output signal showed a non-existing pacing event. The pacemaker was then opened and analyzed destructively. The analysis of the electronic module showed a damaged integrated circuit, which had lead to increased current consumption and premature battery depletion. The quality and mfg documents of the pacemaker were analyzed. No deviations from the specifications during mfg were found. The current uptake during the final test at biotronik was as expected. In summary, the premature battery depletion due to higher current consumption was confirmed.

Event description:
Ous MDR - it was reported that the pacemaker could no longer be interrogated after an implantation time of approx 30 months. This incident was directly reported by the hosp. The pacemaker was explanted. No worsening of the pt's state of health was reported.